Event description:
Boston scientific received information that in october the battery had three years remaining and now there in less than half a year remaining. Pacing percentages have changed and the clinic will do monthly interrogations to check the battery. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.